Manufacturer narrative:
An event regarding stem crack/fracture involving a unknown stem was reported. The event was confirmed by an x-ray provided. Method and results: device evaluation and results: not performed as the product was not returned as it remains implanted at this time. Medical records received and evaluation: there is one post event x-ray of low quality and resolution. It confirms the tibial stem fractured close to the anchoring connection to the baseplate. There is gross loosening of baseplate as well as tibial stem while the distal stem tip is still fixed in the relatively thin tibial intramedullary canal. The effect is that the entire mrh stem with baseplate was loose with only the stem tip section still relatively well fixed in the bone. This represents a clear overload condition and as such it is clear that the stem fractured due to fatigue with loss of bone support in an overload condition of external origins. In other words, the stem fractured due to loss of bone support through conditions not related to properties of the stem itself and as such it appears the root cause of failure was not device-related. What exactly has caused the loosening of mrh baseplate and stem extender is less clear from the available single x-ray. Usually this relates to an adverse mix of patient-related problems regarding bone loss due to prior conditions or procedure-related effects with regard to reconstruction of bone defects and/or cementation technique. More and better x-rays, especially early after implantation would be required to establish this cause of loosening with more certainty but cannot be solved with the current information. Device history review: not performed as lot information was not provided. Complaint history review: not performed as lot information was not provided. Conclusions: based on medical review the stem with baseplate was loose with only the stem tip section still relatively well fixed in the bone. This represents a clear overload condition and as such it is clear that the stem fractured due to fatigue with loss of bone support in an overload condition of external origins. The exact cause of the loosening of the baseplate and stem extender could not be determined as insufficient information was provided. Further information such as product details, device return, pre- and post-operative x-rays (of improved quality), operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It is reported by a nurse of the hospital that the implant broke. A future revision is planned.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient at this time and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It is reported by a nurse of the hospital that the implant broke. A future revision is planned.